Manufacturer narrative:
(B)(4): placeholder.

Event description:
It was reported that during intraocular lens (iol) implantation that the haptic on the lens hit and broke the capsular bag. The doctor cut the iol in half, enlarged the incision, removed the lens, and implanted a new lens in the sulcus. The patient is reported to be doing well.

Manufacturer narrative:
The intraocular lens had been cut in half and appears to have evidence of ocular viscoelastic. No unusual characteristic are noted. Since the device has been cut in half, further investigation is not possible. All pertinent information available to amo has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information has been submitted.